Event description:
The customer stated that the waste sensor of the cell-dyn analyzer failed to detect a full reservoir. No exposure to hazardous materials was reported. No impact to patient management or user safety was reported. The customer was instructed to replace the waste outlet tubing assembly in order to resolve the issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.